Event description:
Information received indicates the head end of the stretcher drifts down slowly upon patient weight.

Manufacturer narrative:
The technician found the head end hi/low cylinder failed the function test. He replaced the cylinder to repair the stretcher.